Manufacturer narrative:
(B)(4).the device was received for evaluation. Visual inspection was performed with naked eye and magnification with missing blue pull ring cap noted. Functional testing performed included leak testing, clear passage test, clamp function test. All tests passed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the doctor opened the minicap transfer set package, the blue protection cap was missing. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.